Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (surgery to removal of essure). Essure was removed. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: event injury was updated with events abnormal uterine bleeding and pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 34-year-old female patient who had essure (batch no. B63028-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss and coughing. Previously administered products included for an unreported indication: mirena. Concurrent conditions included insomnia, malaise, iron deficiency, abdominal pain, stomach pain, offensive vaginal discharge, vitamin d deficiency, nonspecific abnormal papanicolaou smear of cervix, uterine bleeding, neck pain, chest pain, mental disorder, hot flashes, sweaty, depressed mood, anemia from chronic blood loss, vomiting, nausea and ovarian cyst. Concomitant products included amitriptyline since (B)(6)2012 for depression and anxiety and nsaids since (B)(6)2013 and paracetamol (acetaminophen) since (B)(6)2013 for migraine headache and dysmenorrhea. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), anaemia ("blood or heart disorder/conditions-type: anemia") and abdominal pain ("abdominal pain"). On (B)(6)2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On(B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine, ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate and surgery (total laparoscopic hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue, vaginal discharge, anaemia and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left tube deployed with 6 coils seen right, also with 6 coils. Discrepancy noted removal date reported as : (B)(6)2019 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. As per mr- impression: more medial portion of right and left coil is at the junction with the cornu. No extravasation noted into peritoneal cavity.. Concerning injuries reported in this case the following one was described in patient medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 34-year-old female patient who had essure (batch no. B63028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss and coughing. Previously administered products included for an unreported indication: mirena. Concurrent conditions included insomnia, malaise, iron deficiency, abdominal pain, stomach pain, offensive vaginal discharge, vitamin d deficiency, nonspecific abnormal papanicolaou smear of cervix, uterine bleeding, neck pain, chest pain, mental disorder, hot flashes, sweaty, depressed mood, anemia from chronic blood loss, vomiting, nausea and ovarian cyst. Concomitant products included amitriptyline since (B)(6) 2012 for depression and anxiety and nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for migraine headache and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), anaemia ("blood or heart disorder/conditions-type: anemia") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine, ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate and surgery (total laparoscopic hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue, vaginal discharge, anaemia and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left tube deployed with 6 coils seen right, also with 6 coils. Discrepancy noted removal date reported as : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As per mr- impression: more medial portion of right and left coil is at the junction with the cornu. No extravasation noted into peritoneal cavity. Concerning injuries reported in this case the following one was described in patient medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Lot number was added. New events abdominal pain, vaginal discharge, anemia were added. Aka name was added. Treatment drugs were added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss and coughing. Previously administered products included for an unreported indication: mirena. Concurrent conditions included insomnia, malaise, iron deficiency, abdominal pain, stomach pain, offensive vaginal discharge, vitamin d deficiency, nonspecific abnormal papanicolaou smear of cervix, uterine bleeding, neck pain, chest pain, mental disorder, hot flashes, sweaty, depressed mood, anemia from chronic blood loss, vomiting, nausea and ovarian cyst. Concomitant products included amitriptyline since (B)(6) 2012, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left tube deployed with 6 coils seen right, also with 6 coils. Discrepancy noted removal date reported as : (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As per mr- impression: more medial portion of right and left coil is at the junction with the cornu. No extravasation noted into peritoneal cavity.. Concerning injuries reported in this case the following one was described in patient medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia) , infection(bladder urinary tract/vaginal) type: vaginal, psychological or psychiatric problemscondition: depression, mental anguish, migraines / headaches, dysmenorrhea (cramping), fatigue.outcome of event pain from unknown to recovering/resolving was updated.new reporters, concomitant and historical conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 34-year-old female patient who had essure (batch no. B63028-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss and coughing. Previously administered products included for an unreported indication: mirena. Concurrent conditions included insomnia, malaise, iron deficiency, abdominal pain, stomach pain, offensive vaginal discharge, vitamin d deficiency, nonspecific abnormal papanicolaou smear of cervix, uterine bleeding, neck pain, chest pain, mental disorder, hot flashes, sweaty, depressed mood, anemia from chronic blood loss, vomiting, nausea and ovarian cyst. Concomitant products included amitriptyline since (B)(6) 2012 for depression and anxiety, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for migraine headache and dysmenorrhea as well as norethisterone (ortho micronor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), anaemia ("blood or heart disorder/conditions-type: anemia") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine, ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate and surgery (total laparoscopic hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, vaginal infection, depression, anxiety, migraine, headache, fatigue, vaginal discharge and anaemia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left tube deployed with 6 coils seen right, also with 6 coils. Discrepancy noted removal date reported as : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As per mr- impression: more medial portion of right and left coil is at the junction with the cornu. No extravasation noted into peritoneal cavity. Concerning injuries reported in this case the following one was described in patient medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 6-may-2020: pfs received. Reporter's information added. Event: pelvic pain , abdominal pain ,abnormal bleeding , outcome were updated to recovered, dysmenorrhea were updated to recovering. Fu 6 and 7 process together. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 34-year-old female patient who had essure (batch no. B63028-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss and coughing. Previously administered products included for an unreported indication: mirena. Concurrent conditions included insomnia, malaise, iron deficiency, abdominal pain, stomach pain, offensive vaginal discharge, vitamin d deficiency, nonspecific abnormal papanicolaou smear of cervix, uterine bleeding, neck pain, chest pain, mental disorder, hot flashes, sweaty, depressed mood, anemia from chronic blood loss, vomiting, nausea and ovarian cyst. Concomitant products included amitriptyline since (B)(6) 2012 for depression and anxiety, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for migraine headache and dysmenorrhea as well as norethisterone (ortho micronor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), anaemia ("blood or heart disorder/conditions-type: anemia") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine, ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate and surgery (total laparoscopic hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, depression, anxiety, migraine, headache, fatigue and anaemia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left tube deployed with 6 coils seen right, also with 6 coils. Discrepancy noted removal date reported as : (B)(6) 2019 patient received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As per mr- impression: more medial portion of right and left coil is at the junction with the cornu. No extravasation noted into peritoneal cavity. Concerning injuries reported in this case the following one was described in patient medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.